Event description:
A home patient contacted baxter's technical service center for assistance during fill 7/9 of their automated peritoneal dialysis therapy regarding a "check lines & bags" alarm. Reportedly, prior to receiving the alarm the home patient noted the heater bag being empty. The home patient subsequently switched the heater bag with a full solution bag previously connected to a supply line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.